Event description:
It was reported that the implantable neurostimulator (ins) battery was depleting quicker and had to be charged every other day. The ins had overdischarged the past two times. The patient also reported feeling "weird shocks" from the device. After the last overdischarge, the patient was unable to charge again. The last time the ins was charged was about 30 days ago and the last time stimulation was felt was about 1 to 2 months ago. The patient attempted using the "antenna locate" feature three times, but it did not resolve the issue. The patient was also unable to establish communication between the patient programmer and the ins. The patient was going to meet with her physician to perform a "physician mode recharge." It was also noted that the patient used high levels of stimulation at night. When stimulation amplitude was low, it didn't help the patient's pain, and when it was increased, her legs became "wobbly." Reprogramming had been performed in the past. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010; product type: lead, product ID: 37752, serial#: (B)(4); product type: recharger, product ID: 37743, serial#: (B)(4); product type: programmer.